Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further reviewed the device data and verified the reported issue. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not shock on first attempt but did convert on the second. This issue is patient related; however there was no adverse event reported. The customer reported the patient survived.